Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl due to food poisoning. A correction bolus via the pump was delivered to address bg; however, the customer alleged that the pump was not delivering insulin properly. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer experienced vomiting, nausea and dehydration. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. The customer was discharged on (B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.